Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching over 600 mg/dl. The cause for elevated bg levels was unknown. Customer addressed bg levels via the pump. Recommendation was made to discuss diabetes management with customer's health care professional.